Event description:
Clinic notes dated (B)(6) 2013, were received which indicate that upon interrogation of the device, it was found that the output current had "zeroed itself out to zero current." Follow up with the physician found that the device claimed a communication fault while performing diagnostics that day. The changed settings were provided. The physician stated that the device was not programmed off, and the settings were just lowered following this; however, the exact settings were not provided.